Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of 24g x 0.75in (0.7 x 19 mm) insyte autoguard experienced catheter damage/deformation which was noted during use. The following information was provided by the initial reporter: abocath 24g x 0.75 0.7 x 19 mm 20 ml / min lot: 9087864 validity: 11/2021 is experiencing needle problems. The needle is bursting in the patient's vein.

Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that an unspecified number of 24g x 0.75in (0.7 x 19 mm) insyte autoguard experienced catheter damage/deformation which was noted during use. The following information was provided by the initial reporter: abocath 24g x 0.75 0.7 x 19 mm 20 ml / min lot: 9087864 validity: (B)(6) 2021 is experiencing needle problems. The needle is bursting in the patient's vein.